Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received replace battery alarm without low battery alarm. The customer¿s blood glucose level was 78 mg/dl. The customer was assisted with troubleshooting. Customer reported this was the second occurrence of replace battery alarm without low battery alert. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.